Event description:
The event is reported as: the device kinked following insertion of the device.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review could not be performed as the lot number provided is not a valid lot number. A document assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.